Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, several episodes of non-sustained rv oversensing due to noise were observed. The patient was asymptomatic and has spontaneous rhythm. The lead was capped and replaced on (B)(6) 2016. The patient was stable.